Event description:
New mother began using the breast pump with no professional consultation (lactation consultant). After her initial attempts with 27 mm breast shields caused pain at the breast, she purchased larger size breast shields at retail, and attempted to use them. Based on her comments when she called into medela to complain of trauma, the new breast shields were too large and allowed a significant portion of her areola to be pulled into the pumping chamber. Rather than alleviating the pain, this aggravated it. During this process, the mother noted damage to the areola, abrasion and tearing. This is when she called in to complain and was referred to our lactation consultant for assistance. The mother did not follow up for a consultation or return our lc's subsequent calls. The mother stated she stopped pumping and nursing, and her nipples healed. It is not certain what issue there may have been with the original breast shields, based on the info available.

Manufacturer narrative:
On (B)(4) 2010 - during FDA inspection on (B)(4) 2010; review of complaint files, inspector diagnosed with our investigation's "non-reportable" disposition of event (B)(4). She believed that nipple damage is a reportable event and a MDR should have been filed within 30 days of the reported event. We are now submitting this MDR in compliance to observation #(B)(4).